Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one curved opening, red particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Patient representative reported right side rupture. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient representative reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.